Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results that the reported event is confirmed as functional analysis identified a fiber body break between the control knob and the distal tip. Analysis confirmed that the fiber appeared to be unused. It is probable that the fiber break occurred due to manipulation or bending prior to the procedure. According to the instructions for use (IFU), do not excessively manipulate or bend the fiber. And do not bend the fiber. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event. Device history record (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed the aim beam was present at the location of the break. Visual examination was able to identify a break in the fiber body between the input connector and control knob. The break is located 41 cm from the input connector. No other anomalies were observed with the fiber. The fiber tip appeared unused. Labeling review: a review of the product labeling was completed. The instructions for use was reviewed and it did not reveal any evidence of device off-label use. According to the instructions for use (IFU): caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Investigation conclusion: based on analysis result a conclusion cause of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.